Event description:
During an embolization procedure, the finishing coil, orbit mini complex fill 2x1.5, stretched. There was no adverse event to the pt. Add'l info was requested, and is expected.

Manufacturer narrative:
The product was received, but the analysis has not been completed. Add'l info will be submitted within 30 days of receipt.